Event description:
It was reported that the bd insyte¿ catheter i.v. 20ga x 1.16¿ experienced a needle that broke. The following information was provided by the initial reporter: the nurse in the medicine preparation area, when she was loading the syringe with medicine, the needle broke.

Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.

Manufacturer narrative:
Date of birth: only the patient's age was given therefore a default date of birth has been listed. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ catheter i.v. 20ga x 1.16¿ experienced a needle that broke. The following information was provided by the initial reporter: the nurse in the medicine preparation area, when she was loading the syringe with medicine, the needle broke.